Manufacturer narrative:
On 27th august, 2020 getinge became aware of an issue with volista standop surgical light. As it was stated, the paint was peeling and cover was cracked, resulting in missing particles. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off may lead to contamination. The surgical light involved in the event is volista standop (vlt400df stp ql) with serial number (B)(6), catalog number ard568822960. Manufacturing date is 8th of august 2016. It was established that when the event occurred, the surgical light did not meet its specification due to paint chipping on fork and cracked underside cover leading to missing particles and it contributed to event. It is unknown if the device was being used for patient treatment when the event occurred. During the investigation it was found that the evaluated case has not led to serious injury nor death. The performed investigation, which includes device history review, excluded any manufacturing anomalies and design issues. The investigation performed by subject matter expert concludes the most probable root cause of this incident was due to collisions during positioning of headlight. Also it is evaluated that not proper cleaning methodology might lead to weakening of plastic cover/paint surface, enabling to became susceptible to mechanical damage. We believe that all remaining devices are performing correctly in the market. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 27th august, 2020 getinge became aware of an issue with volista standop surgical light. As it was stated, the paint was peeling and cover was cracked, resulting in missing particles. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off may lead to contamination.